Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. (B)(4).